Event description:
It has been reported that there were several instances where the clamp had slipped of the cord. No further problems, injuries or medical intervention were reported. The slippage was observed immediately. No samples were available.